Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment included ceftazidime (dosage, route, and frequency not reported), cipro (500mg, once per day for 21 days, route not reported) and nystatin (dosage, route, and frequency not reported) for peritonitis. The cause of the peritonitis was diverticulitis. The patient was reported to be improving. Additional information was requested and was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Catalog number and lot number of the device were unknown, but the patient?s transfer set was either 5c4482 or 5c4483. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h12l13070, h13c07061, h13d08067, and h13d16086 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).